Manufacturer narrative:
There was no patient present. The returned product was found to be out of calibration. The device malfunction was confirmed and directly related to the reported event. High geometry was observed for the frame and probe. Tracking was normal initially, gradually decreasing to less than four feet. Too few markers were identified to be able to run the aak test. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic representative reported that the stealthstation s7 camera only works in short distances, less than a meter. There was no patient present.